Manufacturer narrative:
Retention products for the reported lot number were tested with in-house drug free donor urine. All test devices produced expected negative results for coc at the 5-minute read time. No false positive results were observed. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. The reported complaint for false positive coc results was not replicated as retention products performed as expected. A root cause could not be determined based on the information provided. This product provides only a qualitative preliminary analytical result. A secondary analytical method must be used to obtain a confirmed result. Gas chromatography/mass spectrometry (gc/ms) is the preferred confirmatory method. There is a possibility that technical or procedural errors, as well as other interfering substances in the urine specimen may cause erroneous results.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on an unspecified date, the customer received multiple false positive results for coc on the coc 150 cocaine single test panel. The exact number of false positive results received is unknown. No confirmatory lab testing was done. The tests were being used for probation/ parole court clients. No treatment was provided or withheld based on result.